Event description:
It was reported that the pt had a lead revision to address persistent urinary incontinence symptoms. Impedances were within normal limits. The revision was successful and the pt was doing well.

Manufacturer narrative:
(B)(4).